Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a case with a 29mm sapien 3 valve in pulmonic position by transfemoral approach, upon inflation of the initial valve +3cc, it was noted that the outflow end of the balloon had inflated prior to the inflow. This, along with decreased compliance of the distal pulmonary artery, caused the valve to deploy much shallower than anticipated, around 50/50. There was no allegation of the balloon inflating differently than prior pulmonic valve deployment cases. Based on the angulation of the delivery system, the balloon appeared to deploy more distally than normal. There was calcium underappreciated in the conduit causing the balloon to meet resistance. A second 29mm sapien 3 valve was prepped and it was attempted to deploy in the desired location while immobilizing the initial valve. Upon inflation at nominal volume, the second valve was deployed within the first valve, again with the outflow end inflating to near full volume prior to the inflow. When the delivery system was withdrawn, it was noted that both the first and second valves had migrated deeper into the right ventricular outflow tract. The decision was made to stabilize the two valves with the system and sheath, and the patient was taken to the operating room for surgical removal and repair.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the field and the following was observed: degree of calcification was seen in patient rvot. The complaint for inflation difficulty and/or incomplete inflation was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "upon inflation of the initial valve +3cc, it was noted that the outflow end of the balloon had inflated prior to the inflow". Additionally, it was noted that "there was calcium underappreciated in the conduit causing the balloon to meet resistance." Patient 3mensio provided by the field revealed calcification present in the rvot deployment site. Additionally, case notes provided also detail that the patient "had some major reconstructive surgery of the aortic root, with a replacement and septal myomectomy in 2019, which combined with a lipotamous hypertrophic mass, which could have contributed to some anatomical issues pertaining to the placement and migration of the two 29mm s3 valve." These patient factors previously discussed can contribute to the reported event by presenting challenging and constrictive the passageway for the delivery system and may contribute to the reported inflation difficulties. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (calcification and other anatomical features) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.